Manufacturer narrative:
.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis/ischemia requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a promus stent was implanted in 2008. The patient presented with in-stent restenosis in 2009, and was treated with a 3.0 x 12 mm cutting balloon; however, there was no flow distal to the stent, so the cutting balloon was used again, and there was a good flow. Another company's 2.5 x 20 mm balloon was used to perform multiple inflations and flow was lost again. After several more inflations, ranging from 6-10 atm for 30 seconds, flow was eventually re-established. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.